Event description:
It was reported that a solution set had a leak from a fissure. This event occured while priming the device. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection verified a cut in the tubing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.